Event description:
It was reported that an implantable pump patient went through withdrawal. The patient was brought to the ER with symptoms of unresponsiveness, lethargy, vomiting, and confusion. The patient also had a fever. The patient was hospitalized. During hospitalization the pump was filled with saline and programmed to run at the minimum rate. The symptoms were managed medically. Logs were read. A low reservoir alarm occurred on (B)(6) 2012, an empty reservoir alarm occurred ten days later, on (B)(6) 2012, with hospitalization taking place one week later, on (B)(6) 2012. The patient is hard of hearing and did not hear the alarms. She thought she had until the end of the month for a refill. The drugs used in the pump were clonidine, bupivacaine, and morphine. Patient has recently moved and is without a known follow up hcp. Patient outcome is unknown at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient's husband had been able to hear the patient's previous pump alarm, however, for this pump, 'he had never heard it go off.'

Manufacturer narrative:
Product ID 8709, lot# j10871r50, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient still had saline in the pump and was on fentanyl patches. The patient was seen at a new healthcare provider (hc) twice, once on (B)(6) 2012 and the other (B)(6) 2012. The pump was not interrogated at those times as the pump only contained saline. The patient was seeing that particular hcp for physical therapy and emg. The hcp thought the patient was "more than likely" experiencing full withdrawal by the time she was seen at their office. The patient continued to complain of nausea, but admitted always having been nauseated even before the pump ran out. It was noted that the patient had not established herself with them in the new hcp clinic and was treated because she was "transient" and in need of someone to see her. The hcp was not even sure if the patient would be in the state for good or not. Patient had an emg on (B)(6) 2012 and they were awaiting those results. Reporter was unsure of what they were going to do going forward with the patient a follow-up report will be sent if additional information becomes available.